Event description:
It was reported that a customer experienced an alarm 2 followed by an alarm 26, indicating a recurring occlusion issue with the mobi device. The customer confirmed that their blood glucose level did not exceed 500 mg/dl, and the readings remained relatively normal. A replacement pump was sent to the customer to resolve the issue.